Event description:
The customer reported via phone call that the insulin pump alarmed motor sensor test failure when the customer tried to resume use of the insulin pump after it had been suspended. The customer stated that he had been in the hospital from falling due to a cause unrelated to diabetes. He noted that he had to have his toe amputated. The customer's blood glucose was 216 mg/dl. He stated that he had already done troubleshooting and could not resolve the alarm. The insulin pump did, however, pass the displacement test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor sensor test failure and motor error during the rewind process due to the motor encoder signal being out of phase. The insulin pump was unable to perform the displacement test due to the motor anomaly. The insulin pump was also received with a cracked case at the display window corners and display window. The unit was received with a minor scratched liquid crystal display window.